Event description:
Pt admitted with fever and altered mental status. Evaluation revealed sepsis. History of multiple comorbidities, including dm, cad, bypass graft x 4 (B)(6) 2017. Emergently taken for elvo thrombectomy, for internal carotid artery occlusion. During the elvo, the device detached from the wire. The stent retriever could not be retrieved. The decision made to abort the procedure. Pt was a dnr prior to this procedure. Decision made for comfort care. Pt expired (B)(6) 2017.